Event description:
Patient tracking received a tracking form in the mail reporting a catheter revision due to catheter dislocation. Agent covering the issue stated that the patient was experiencing increasing pain. The patient denied any falls or trauma. Agent stated that no pump errors were found, so the physician ordered an x-ray. When the x-ray was performed, it showed that the catheter had coiled up at its original insertion site. The catheter and anchor were found at the operative site. Catheter was discarded.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Device was discarded and was not returned. The cause of the alleged issue was unknown, but the physician did state that the patient's body morphology may have been a contributing factor. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. (B)(4).